Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly (4x) by phone to obtain patient information, treatment settings, and patient photographs. No information has been provided by the user facility. An examination of the subject device by a lumenis technical expert concluded that after verifying all system functions including calibration and energy output verification, the subject device operated well within manufacture specifications. No device malfunction was reported or observed. Additionally, the technical expert noted that the user facility requested to have the handpiece energy output lowered to the bottom of the spectrum, but still staying within lumenis specifications, which was done. No treatment settings or patient photographs were provided by the user facility; therefore, a clinical review of the treatment settings cannot be performed. Based on the information provided by the user facility a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) patient sustained a burn of unknown severity to the bikini area following hair removal treatment with a lumenis lightsheer desire laser. No report of medical intervention to preclude permanent impairment was received other than the initial report.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided on ((B)(6) 2017) except for patient photographs. A lumenis healthcare professional evaluated the reported event details and patient information on ((B)(6) 2017) concluding that the reported treatment settings used were appropriate for the patient's skin type per device training and device labeling. Additionally, the professional noted that following a phone conversation with the user facility device operator (rn), the patient was treated over skin that was pre-treated with lidocaine gel (local anesthetic agent). The healthcare professional stated: "patient called and reported burn 2 hours after treatment. Patient did go to another physician after treatment and told the nurse that treated her that her response of small white bumps was an appropriate response. Patient has not been seen by the treating nurse . This is a non reportable event due to the verbal acknowledgement that the response was appropriate."

Event description:
A user facility reported that one (1) female patient sustained redness and small white bumps to the bikini area following hair removal treatment with a lumenis lightsheer desire laser. The user facility reported that the patient was instructed to use aloe vera and 1% hydrocortisone which are over the counter medications.